Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a damaged optic upon opening the lens case. Additional information was received and it was learned that the lens had an indentation. No patient injury or involvement and no delay in surgery was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/15/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) not returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles or fibers on the lens compatibles with handling the unit out of the sterile environment. No residues of viscoelastic were detected on the lens optic body. No defects or damages on the lens optic were observed. The customer's reported complaint could not be verified manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.